Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo 12.1, -9.5 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens was explanted on (B)(6) 2024 due to low vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial and dry. Visual inspection found optice torn and haptic torn/broken deformed. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).